Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the pt underwent a primary right l4-l5 spinal root decompression. On the event date the pt presented with right buttock and right radicular pain, l4. The investigator noted the event as moderate in intensity. The physician prescribed loraset 10/650 for pain. It is unknown if the condition resolved as the pt was noted as lost to follow-up. The investigator noted this event as unrelated to the administration of adcon-l. The investigator did not specify a possible cause for the event.